Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not vibrate. The customer¿s blood glucose was unknown. Troubleshooting was performed. The insulin pump was set to vibrate. The battery was not low. A self-test was performed. The device did not vibrate during the vibrate test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No audio beep anomaly, vibration anomaly or other alarms were noted. The test transmitter communicated properly to the pump. No unexpected lost sensor alarm or weak signal alarm noted. Pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.